Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the sealing activation of the device was intermittent and after trying a few times, the sealing was irregular. There were tones heard, but no sealing was observed. The user of device is very experienced with the device and regularly uses it. There was no patient injury. Further information is unavailable.